Event description:
It was reported that the product was "slipping at pin end". There was no pt contact. Additional clinical information has been requested; however, no other information has been provided by the customer.

Manufacturer narrative:
Based on the reported information and evaluation of the returned product, the findings were as follows: the received unit passed all functional testing requirements. When the skull clamp was put under pressure, the reported incident of slippage at pin end could not be duplicated. The lock had rotational and lateral movement and a residue buildup was present but this would not have caused a slippage. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.